Event description:
A ventilator was returned to the third party service center for service. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board needs to be replaced to address the issue.